Event description:
The facility reported via fax a pump with failure code 812:02. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according the the hospital representative. No add'l contact info is available.